Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history records for both lots 30094196 and 30088628 were reviewed and the products were produced according to product specifications. All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 9611594-2021-00085 for the first report. It was reported that "the wire of the gastro pexie needle breaks after 2 hours being in the patient." Per additional information received 07 jun 2021, the hospital confirmed it was the suture breaking. Per additional information received 15 jun 2021, the hospital is not sure which lot, 30094196 or 30088628, was used on this patient.